Event description:
A cartridge change error with the pump was reported, prompting concern. There was no adverse impact to the customer's blood glucose level. Initially, the customer was unable to successfully load the cartridge onto the pump. Technical support guided them through inspecting the cartridge and cleaning the pump's pneumatic tap area. After attempting to load the cartridge again without success, the customer filled and successfully loaded a new cartridge with assistance, enabling them to resume insulin delivery.